Event description:
Reporter reported to our distributor that during the pre-usage check, they found it impossible to connect the electrical adapter to the inspiratory circuit because the pin for the heater wire was bent. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. Results: our records indicate that this is the only complaint received for this type of fault for the given lot number. One heater wire pin was bent inwards, preventing connection of the heater wire adapter. One possible reason for this fault in damage caused by manufacturing equipment. Test probe on an automated tester have been upgraded to prevent heated circuit pins being bent during manufacturing. Conclusions: the device was out of specification. The rate of occurrence for such complaints in adult heated breaking circuits is approximately .002% worldwide for the last year.